Manufacturer narrative:
The device serial number was unknown. Therefore UDI: (B)(4). The device manufacture date was unknown. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the cap head adapter device tip was broken. It was reported that there were no delays in the surgical procedure. It was not reported whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. During evaluation of the device, it was determined that the end cap was broken into more than one piece and appears that the adapter was either dropped or off settled (improperly aligned) during impacting (user error) and the cap in non-functional. Therefore, the reported condition was confirmed. The assignable root cause was determined to be improper device use which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.